Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump made a noise like an alarm with a blinking notification light. The customer stated that she had slipped, fell over, and landed on the insulin pump leading up to the issue. The caller did not know the blood glucose reading. She stated that she was unable to access any keys or menus. She was unable to see any alarms. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
After battery installation insulin pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller. We were unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump was received with cracked case at reservoir tube lip, cracked battery tube threads and minor scratched lcd window.